Event description:
A patient reported inaccurate low results with a one touch meter. About 3 months ago, patient's blood glucose was 140mg/dl on the ot meter versus 200mg/dl from a laboratory test. Results were done minutes apart. Pt did not report any adverse events.